Event description:
Customer reported a cracked and shattered touchscreen on the pump, rendering it illegible and unusable. There was no detailed information on the impact to the customer's blood glucose level, as it was unknown or the caller declined to answer. To address the issue, the customer agreed to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. Additionally, customer was instructed to place the defective pump into storage mode and return it with a pre-paid label within 10 days.